Event description:
Boston scientific received information that there was a concern this sub-q-array had fractured. This product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.